Manufacturer narrative:
Based on the clinical assessment performed the type ib endoleak is confirmed. The most likely root cause is device related. The reported off label case is refuted; although, both iliac arteries were tortuous yet were within specifications. Procedure related harms could not be determined. The final patient disposition was not reported. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).

Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Reportedly this was an off label case. The patient was admitted to the ER with abdominal and back pain. Computerized tomography revealed a type 1b endoleak of the patients left iliac limb. At the time of the index procedure, the physician was aware that the limb in this iliac was unlikely provide a long-term seal but had embolized the contralateral hypogastric and didn't want to embolize both hypogastrics. On (B)(6) 2018, two additional ovation ix iliac limbs were implanted. No additional event or patient information is available.